Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that the paramedics were called to her home due to low blood glucose levels with a reading of 36 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly, but the time was off by 25 minutes. The insulin pump passed the displacement test. The customer did state that she has been experiencing a lot of stress and anxiety. Nothing further was reported.